Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, battery performance alert (bpa) was observed. The patient came into the clinic and the device could not be interrogated. Device replacement was discussed. Further information was requested, but not yet available. Patient was stable.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
New information received notes that the patient was stable during and post-procedure. Patient is recovering well with no issues or complications.